Manufacturer narrative:
Corrected data. D1 updated/corrected. G07001 inadvertently omitted from second report.

Manufacturer narrative:
Investigation summary: hypotension/hemodynamic instability. During the ablation procedure the patient became hypotensive and hemodynamically unstable on the 22nd. On the 23rd, the patient developed a fever. The cause of the injury was not determined due to insufficient clinical details. Fever: the returned product did not reveal any abnormalities. The root cause of the injury was unable to be determined due to insufficient clinical details. Heart block: the clinical details state that there was a "sub-optimal result, new lbbb, will potentially need bi-v pacer at later time." The root cause of the injury was unable to be determined due to insufficient clinical details. Asae/minor bleed/major bleed: on the 22nd there was bleeding from the access site with act's higher than 180 requiring multiple blood products and medications. However, this did not resolve it as it continued to ooze overnight. The returned product did not reveal any abnormalities. Due to lack of clinical information, the root cause of the access site adverse event cannot be established. Device interaction or damage by another device: the clinical details stated that the ablation catheter was sucked into the impella twice throughout the procedure. It was stated there were no issues with the impella and it was able to continue running for another day. The data logs show on the 23rd there was slightly elevated mc and pump flows but they were still within specification. During the time of the reported ablation, the pump run was relatively stable in terms of pump metrics and there were suction events or critical alarms. Ps was ~65mmhg throughout the case with no drastic ps changes. The product was returned and there were no damages of the inlet/outlet cage or the impeller. The pump was able to run at p-9 in a bucket with no issue with flows and mc within expected range after blood was dissipated from the purge gap as the pump had been sitting for a while and needed to be soaked in warm water. Based on the data logs and returned product, there was no defect found in regards to the interaction or damage with the impella and the ablation catheter.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was returned for evaluation. Hypotension/hemodynamic instability during the ablation procedure the patient became hypotensive and hemodynamically unstable on the 22nd. On the 23rd, the patient developed a fever. The cause of the injury was not determined due to insufficient clinical details. Fever in order to make a cause determination, the clinical details would have to be provided. The returned product did not reveal any abnormalities. The root cause of the injury was unable to be determined due to insufficient clinical details. Bleeding on the 22nd there was bleeding from the access site with activated clotting time (act)'s higher than 180 requiring multiple blood products and medications. However, this did not resolve it as it continued to ooze overnight. The returned product did not reveal any abnormalities. Due to lack of clinical information, the root cause of the access site adverse event cannot be established. Device interaction or damage by another device the clinical details stated that the ablation catheter was sucked into the impella twice throughout the procedure. It was stated there were no issues with the impella and it was able to continue running for another day. The data logs show on the 23rd there was slightly elevated mc and pump flows but they were still within specification. During the time of the reported ablation, the pump run was relatively stable in terms of pump metrics and there were suction events or critical alarms. Ps was ~65mmhg throughout the case with no drastic ps changes. The product was returned and there were no damages of the inlet/outlet cage or the impeller. The pump was able to run at p-9 in a bucket with no issue with flows and mc within expected range after blood was dissipated from the purge gap as the pump had been sitting for a while and needed to be soaked in warm water. Based on the data logs and returned product, there was no defect found in regards to the interaction or damage with the impella and the ablation catheter. Device history review impella passed all post sterile inspection checks.

Manufacturer narrative:
Coding updates: heart block, delay to treatment/ therapy, removal of foreign body, temporary impairment. Section h6 reflects the codes added. Clinical assessment: 58 year old male patient treated with impella 5.5 to enable ventricular tachycardia ablation. Patient had previous ventricular tachycardia and an automatic implantable cardioverter-defibrillator with repeated shocks and was hemodynamically unstable. Patient transferred for planned ventricular tachycardia ablation. Patient has pulmonary hypertension, coronary artery disease, multiple sents, epilepsy chronic heart failure and ejection fraction of 30 % under guideline directed medical therapy. Impella 5.5 was placed axillarypre-ablation for hemodynamic support through procedure. Difficulty mid-end procedure, after heparinization significant oozing from impella access site throughout procedure and patient required medication as well as on eunit of packed red blood cells and pressure dressing with quikclot - coded for major bleed, serious injury, blood transfusion, medication required and additional device required. Multiple episodes of hemodynamic instability requiring increased norepinephrine and further medication boluses with decrease of impella support, hypotension and immediately high filling pressures - coded for hemodynamic instability, hypotension and delay to treatement due to support being turned down. Ablation time 50min, 49 ablations for 3011 seconds. During procedure at approx 1215, ablation catheter tacticath fj got stuck in inlet of impella. Support dropped to p level 2, then to p level 0 with many unsuccessful attempts to manipulate and remove the catheter. Surgeon was called to assist, just prior to his arrival the catheter came loose. Removed from the body, upon inspection there was part of catheter missing, appearing to have broken off. With further inspection few loose pieces of catheter seen on catheter and upon comparing with other new catheter, thought most of missing piece was there however unable to determine if all was accounted for - coded for removal of foreign body and additional device required as new catheter for abletion used. Re-accessed with tacticath df, about 15min later again catheter stuck in inlet of impella, reduced to p level 2, and with much lesser difficulty able to remove, catheter was inspected and intact. Back to p level 7 following and completed procedure without issue. Sub-optimal result of procedure and new left bundle branch and patient will potentially need biventricular pacer at a later time.access site continued oozing overnight and patient is febrile overnight. Patient successfully weaned the same evening. Very complex patient case, very conservatively coded as patient had a complex ablation done as was severely sick pre impella insertion and hemodynamic instable - interaction between ablation catheter and impella add to cumulative complexity of the case and the additive device-related risks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support during an ablation procedure. Significant oozing was noted from the right axillary impella access site following heparin administration, with activated clotting times ranging from 260 to 375 seconds. The patient required crystalloid, 5% albumin, and one unit of packed red blood cells, along with a pressure dressing and hemostatic agents. Intermittent hemodynamic instability occurred, requiring norepinephrine, phenylephrine, and fluid boluses, along with adjustments in impella support. During the procedure at approximately 12:15, a tacticath ablation catheter became lodged in the inlet area of the impella. Device support was reduced, and multiple attempts to remove the catheter were unsuccessful until it dislodged shortly before surgical assistance arrived. Inspection revealed a portion of the catheter appeared to be missing, with several loose fragments identified, though it could not be confirmed whether all pieces were accounted for. A second catheter was used and briefly became stuck in the inlet but was removed intact with less difficulty. Procedure time totaled 50 minutes with 49 ablation lesions. Support was returned to p7, and the procedure was completed. The patient developed a new left bundle branch block and may require future biventricular pacemaker placement. Additional patient outcome information is not available in the provided report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.